Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 5.0 mg/ml dilaudid at 2.2223 mg/day, 27.0 mg/ml bupivacaine at 12.001 mg/day, and 400.0 mcg/ml clonidine at 177.79 mcg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that device interrogation revealed a pump motor stall with recovery secondary to MRI on "(B)(6) 2016." The programming date from the most recent refill prior to the event was (B)(6) 2016 at 14:35. It was noted that the event resolved without sequelae on "(B)(6) 2016." No symptoms were reported. It was noted that the event was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The motor stall occurred on (B)(6) 2016 at 12:41 and recovered on (B)(6) 2016 at 13:16.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.